Event description:
It was reported that during post-dilatation of a stent in the proximal left common iliac artery with severe calcification and severe tortuosity, and 50% stenosis, using a percutaneous transluminal angioplasty balloon (admiral xtreme), several complications occurred. The lesion was 8mm in diameter and 13mm in length. A syringe was used for inflation and serum physio + iode inflation fluid was used. The patient experienced hematoma, hemorrhage, vessel damage, and a puncture point complication during removal of the balloon. The device passed through a previously implanted stent. During deflation, the admiral xtreme balloon appeared to remain blocked either between the plate and the stent or through the stent. Friction was encountered during device removal due to balloon burst, and a portion of the balloon was removed with the catheter, but the extremity of the balloon remained on the guidewire. There were removal difficulties, including difficulty removing the balloon following inflation, and excessive force was used during withdrawal. The removal of the material was associated with hemorrhage at the puncture point during and after the procedure. The procedure was completed with a smaller balloon. The patient was reported to be alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.